Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a pd catheter leak that required cancelling during fill 1 of 5 of treatment. Technical support assisted the patient with cancelling treatment. Upon follow up, the patient confirmed the reported event occurred at the end of the peritoneal dialysis (pd) catheter (not a fresenius product) and cycler set tubing. There were no other fluid leaks discovered during treatment. The patient accidentally hit the tubing clamp during treatment. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, (type unknown, dose unknown, intraperitoneal, 6 hours). The pd nurse also changed the end of the pd catheter to ensure no future leaks occurred. The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated skipping peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.